Event description:
The peripherally inserted central catheter was inserted 5/29/98. The peripherally inserted central catheter broke completely at the hub on the same day. There was no tension on the peripherally inserted central catheter when it broke. Removed catheter.

Manufacturer narrative:
The device history review indicated no related component or mfg issues and one product complaint of similar nature, which was recorded as user related.